Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/21/2024, a sales representative reported via sems-(B)(4) that an ar-9660-r central post extractor tip broke off upon removal, but the tip was retained in the implant. No pieces broke off inside the patient. The case was completed, and no further information was provided. This was discovered during a revision rsa procedure on (B)(6) 2024 with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during extraction of the implant.